Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by (B)(6) 2011.

Event description:
The customer called to inform us that there is an intermittent problem. The system displayed an error message "fluoroscopy deactivated". They had to do a reset the system.